Event description:
It was reported that a patient had a flatline following a recent implant and CPR was performed to resolve. Device interrogation revealed the atrial lead capturing the ventricle. X-ray was performed and revealed atrial lead dislodgement. No changes or intervention was reported; lead repositioning was postponed due to patient condition. The patient condition was unstable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.